Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as blister like sores. The patient's doctor recommended the patient remove the lifevest. There is no alleged deficiency. Follow up was completed and the skin irritation was improved.